Event description:
The reporter stated that when the surgeon opened the lens case, there was no lens in the case. No patient contact or injury.

Manufacturer narrative:
The lens box was received, however, there was no lens in the box. Evaluation: a lens serial work order search was performed for similar complaints and no similar complaints were found within the work order search. Based on the complaint history and the work order search performed, a specific root cause could not be determined.